Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and the sensor had inaccurate readings. The customer reported their blood glucose has rising to 566 mg/dl. Customer treated their high with the pump. The customer¿s blood glucose was 190 mg/dl and the sensor glucose was 93 mg/dl. Insulin delivery was not suspended due to sensor glucose values. The customer declined to troubleshoot for high blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device communicated properly with the guardian link and the test plug. No unexpected suspend alert noted during testing.(B)(4).